Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a battery issue. Customer stated they received low battery and replace battery now alarms and had multiple attempts to replace the battery with new ones but the pump fails to switch on. Customer received a low battery alert prior to the replace battery now alarm. Customer declined to provide their blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.